Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, during use of the device the nurse noted sparks, and then a momentary fire occurred at the connection between the handpiece cord and the generator. There was damage to the cord of the handpiece. The doctor stopped using the equipment immediately, and the cord bolt fell out of the connection bolt. There was no injury to patient or staff, and the return electrode pad site was ok after case. The facility reports testing the generator unit and it was within specifications. No details were provided about the handpiece and return electrode pad.